Event description:
Related manufacturer reference number: 2017865-2022-44126; 2017865-2022-44128. It was reported the patient presented to the emergency room with complaints of chest pounding. An xray was completed, and it was observed the atrial and right ventricular lead had dislodged due to twiddler syndrome and failed to capture. The pacemaker had also migrated in the pocket. The system was explanted and replaced with a leadless system. The patient was stable before, during and following the procedure.

Manufacturer narrative:
The reported events of dislodgement, failure to capture, and failure to sense were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.